Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer; therefore no product analysis can be performed.   Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. Information references the main component of the system. Other relevant device(s) are: product ID: [enveor-l] serial/lot [(B)(4)] use by date [2018-06-28] UDI [(B)(4)].

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted high. The physician attempted to place the valve at the recommended location, but finished high, due to a lack of calcium at the implant location. The outcome of the implant was evaluated and no leakage was present, excellent hemodynamics were observed and the coronary arteries were found to be open. The physicians were satisfied with the outcome and completed the procedure. Ten minutes following the completion of the procedure, ventricular tachycardia occurred that required defibrillation and cardiopulmonary resuscitation (CPR). Resuscitation attempts were provided for one-half hour, at the end of which the patient died. It was suspected that the valve migrated upward, occluded the left main artery and caused the ventricular tachycardia to have occurred. However, postoperative fluoroscopy was performed and confirmed that the valve had not migrated and was in the same location that it had been implanted. The physician concluded that the death was caused by the ventricular tachycardia and was procedure related. The physician noted that the reason for the ventricular tachycardia was unknown and that an autopsy would not be performed.